Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 600 mg/dl. The customer went to the emergency room (ER) for treatment. Reportedly, the customer has manual injections available as alternate insulin therapy. Multiple attempts were made by tandem technical support to obtain further information regarding the ER visit however no response was received from the customer.